Manufacturer narrative:
Made two attempts thus far (and will make more) to get additional details from the complainant, but no response has been received to date. Review of requirements from several OEM manufacturers of breast biopsy consoles indicates that they operate in the 27-28" hg maximum range, while this model of canister is contra-indicated for use over 23" hg. These consoles generally use hiflow suction canisters, while this model is a hydrophobic shutoff mechanism that inherently has higher air flow resistance. In short, we believe this is the wrong canister for this application. We informed customer, but have not received a response.

Event description:
Doctor reported that a canister cover imploded during a stereotactic core needle biopsy procedure. There were no patient consequences and no staff injury reported.